Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1928003 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tamp tube of the 5f mynxgrip vascular closure device (vcd) remained in the housing and the sealant did not deploy. No clinical compromise of patient and manual pressure was held to achieve hemostasis for 30 minutes or less. There was no reported patient injury. The physician is a very skilled user of mynx grip for several years and deployed device as usual. Initially, this was a diagnostic peripheral procedure. The vessel type was femorial arterial. The vessel size was 7mm. The stick location was medium. A 5fr cordis brite tip sheath was used in the procedure. The user shuttle down completely. There was no significance resistance when shuttling down. There was no unusual force applied when retracting the sheath. Protamine medication was provided to the patient for treatment. The patient's hospitalization was not extended. The patient recovered. The patient had relevant medical history of peripheral vascular disease (pvd) and coronary artery disease (cad). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no vessel tortuosity. There was minimal presence of pvd / calcium in the vicinity of the puncture site. The mynx vcd was prepped according to IFU instructions. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent. The angle of access was between 30 and 45 degrees. The device storage temperature did not exceed 25 °c. The device will not be returned for evaluation because it was discarded by the site.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2 and h6 have been updated accordingly. As reported, the tamp tube of the 5f mynxgrip vascular closure device (vcd) remained in the housing of the device and the sealant did not deploy. There was no reported patient injury. The physician was certified with using the mynxgrip for several years and deployed the device as usual. This was a diagnostic peripheral procedure with a retrograde approach. The vessel type was femoral arterial. The vessel size was 7mm. The stick location was medium. A 5f cordis brite tip sheath was used in the procedure. The user shuttled down completely. There was no significant resistance felt when shuttling down. There was no unusual force applied when retracting the sheath. Protamine medication was provided to the patient for treatment. The patient's hospitalization was not extended. The patient recovered. The patient had relevant medical history of peripheral vascular disease (pvd) and coronary artery disease (cad). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no vessel tortuosity. There was minimal presence of pvd / calcium in the vicinity of the puncture site. The mynx vcd was prepped according to instructions for use (IFU). There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent. The angle of access was between 30 and 45 degrees. The device storage temperature did not exceed 25 °c. Manual pressure was held to achieve hemostasis for 30 minutes or less. The product was not returned for analysis. A product history record (phr) review of lot f1928003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy - advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.